Event description:
It was reported that the patient had ongoing difficulty charging issues with their spinal cord stimulation (scs) implantable pulse generator (ipg). Troubleshooting was performed at multiple clinic appointments for the ipg. The patient stated that the ipg was superficial and uncomfortable. As a result, the patient underwent a revision to deepen the ipg pocket in the left flank and to replace the ipg. It was noted that there were no patient complications during the procedure.